Event description:
It was reported that table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly free float in longitudinal and lateral directions. The issue was reported to be intermittent. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Investigation is ongoing.